Event description:
It was reported that the atrial thresholds were high post implant. The atrial lead's slack had pulled back. The lead was revised and remains in use. It was also reported that the right ventricular (rv) lead's threshold was high post implant. And that the rv lead's slack had pulled back and thresholds had increased. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62, implantable tachy lead, implanted: (B)(6) 2013; dtbb1d4, implantable cardioverter defibrillator, implanted: (B)(6) 2013; 419688, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).